Event description:
It was reported that during a coronary artery stenting treatment procedure stent damage occurred. The "difficult" target lesion was located in a calcified coronary vessel. There was timi 3 flow around the lesion. A promus element plus drug eluting stent was implanted to treat the target lesion. Post dilatation was performed with an unspecified device. The physician attempted to recross the lesion with an unspecified device; however, he could not recross proximally and noted that the distal portion of the previously implanted stent seemed to "telescope". The procedure was aborted and the patient was sent to CABG surgery as no additional devices were able to cross. No patient complications were reported.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review a supplemental medwatch will be filed. (B)(4).